Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, the field service engineer cancelled the work order as, ¿facility was in (B)(6) and not serviced by us team, referred case back to csc to evaluate as needed or contact team in japan¿. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had network issue, station was moved from the ICU to the medical ward, patient information did not cross over from the server to the device, patient information was not showing up on the station and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.